Event description:
It was reported that the pt was undergoing therapeutic plasma exchange through a femoral catheter. The catheter was found pulled out with the suture wing still sutured in place and the sutures intact. There was no injury to the pt.